Manufacturer narrative:
Section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 21-feb-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received stuck inside the compliant simplicity¿s cartridge with the plunger rod fully advanced and overriding the lens. The lead haptic of the lens was sticking out of the cartridge tip. Traces of viscoelastic residue was observed inside the cartridge. The lens was removed from the cartridge, cleaned, and visually inspected under magnification, and damage was identified on the lens optics and haptics, along with edge chips. A stress mark on the cartridge/ cartridge tip was also identified. The complaint simplicity was disassembled and inspected under magnification, and no assembly issues were identified. Complaint issue "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During product handling, it was reported that the pre-loaded intraocular lens (iol) was defective and not implanted. No further information was provided.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as no information was provided despite requests. Date implanted: not applicable, as the device was not implanted. Date explanted: not applicable, as the device was not implanted. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.